Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the patient will keep the device implanted.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their implant didn't work for them even after trying some adjustments over time, so had not been charged since maybe 6-9 months after they got it. Caller stated that they are needing an MRI tomorrow and need to know what they need to do. Agent reviewed information with caller and redirected them to their healthcare provider (hcp) to further address the issue by possibly filling out an MRI eligibility form. Agent sent email to field for visibility to see if someone might be able to meet with patient and try to start ins and put into MRI mode. Patient requested ID card be sent to them, and device info faxed to the facility where they were trying to get the MRI; agent relayed request to registration. The rep reported the patient's ins has been dead for 8 years. The rep did not have hcp information. On 2025-feb-12 caller told by the patient (pt) that pt's system is no longer functioning. The timing is unknown, and agent reviewed MRI. On 2025-feb-17 the rep reported it is unknown if the patient ever received therapeutic benefit, and it is unknown why the patient stopped charging. It is unknown if any additional attempts will be made to recover the ins, but the rep noted the issue is resolved, the patient does not desire the stimulator to be on, even if it could be recharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.